Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent and abdominal pain. The cause of the peritonitis is unknown. The patient was hospitalized for this event one day after onset. Treatment for this event was vancomycin (dose, route, frequency and duration not reported) and gentamycin (dose, route, frequency and duration not reported). Peritoneal dialysis therapy was discontinued during hospitalization and the patient began hemodialysis therapy. The patient was discharged two days after admission. The patient recovered from this event on an unreported date. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.